Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was in a coma with low blood oxygen saturation. In order to keep the patient breathing, endotracheal intubation was performed and the balloon leaked. The patient was re-intubated.